Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibial impactor cracked while impacting the tibia.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for examination. A complaint database search finds no other reported incidents against the provided product and lot combination. The previous reported events when confirmed were attributed to misuse due to mis-alignment. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complaint reopened due to receipt of the product. Examination of the submitted impactor confirmed the device cracked along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits minor scratches on the edges indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.